Event description:
The physician was attempting to deploy a 2.5mm diameter x 30mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient in the cx that was calcified. It was reported that the stent was inserted into the patient using a guideliner device into the vessel and difficulty and resistance was experienced and force was used to deliver the stent. The stent appeared "not right" once it came through the guideliner and into the vessel. The stent was pulled back and removed from the patient where it was noted that the stent was unravelled and came off the balloon outside of the patient. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was returned for evaluation. The delivery system was not provided for review. The first three segments at one end of the stent were bunched and overlapping. The first three segments on the other side were intact but partially flattened. The remaining segments were severely elongated and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver the stent). Patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion). Failure to follow instructions (force was used in an effort to deliver the stent). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion). Known inherent risk of procedure (stent deformation and failure to deliver the stent). Failure to follow instructions (force was used in an effort to deliver the stent). (B)(4).